Event description:
It was reported that the patient underwent an initial total knee replacement on the left side. The patient experienced pain and aseptic femoral loosening. As a result, approximately six years post-surgery, the patient underwent a revision. Subsequently, the patient experienced pain. As a result, approximately two years and 8 months, post-surgery, the patient underwent a second revision to replace the patellar implant. Patient was last known to be in stable condition following the event. No further impact to the patient was reported. No additional information is available at this time.

Manufacturer narrative:
Concomitants: 7286533 02-022-35-5013 - truliant tib imp ps insert sz 5 13mm 6972373 02-010-06-0250 - tru cc femoral size 5 left a341278 02-012-60-1680 - tru stem ext 16mm x 80mm 7282791 208-05-05 - cc distal fem augment sz 5, 5mm a242631 208-05-05 - cc distal fem augment sz 5, 5mm the revision was likely the result of prosthesis wear. Possible causes for polyethylene damage include high contact stresses during knee flexion and extension, patient related factors, and inclusion of the polyethylene in the packaging recall, or any combination of these possibilities. Potential contributions of user related considerations to the event could not be assessed as the devices were not available for evaluation and relevant clinical notes were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.